Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room due to a blood glucose level around 50 mg/dl. The customer stated that she was having difficulty remaining conscious. The customer also reported that about two years prior to the call, her insulin pump failed causing her blood glucose level to reach 583 mg/dl. Customer stated that she was in diabetic ketoacidosis and paramedics were called. The customer reported that she had a headache and was vomiting. Customer stated that she currently had four sensors with bent canulas. The customer reported having a cannula that was bunched up on her skin causing a lost sensor alert. The customer was advised that the sensors would be replaced but did not return the products for analysis.